Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was manually filled using an unknown syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The batch was manufactured february 19, 2013 - february 20, 2013. The device was received for evaluation. Visual inspection revealed a ruptured bladder in a non-footing position. A microscopic inspection was performed, and markings on the exterior surface and abrasion on the interior surface of the bladder were observed near the rupture line. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.